Event description:
It was reported that during an unknown procedure, the front edge of the blade was broken. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.